Manufacturer narrative:
Cmpl (B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2024, the patient experienced pain after ripping the skin when the overpatch was removed. The patient did not report any other symptoms but stated that they were prescribed azithromycin 500mg for the wound that was sustained to this. There was no information of further medical intervention. At the time of the report the patient was stable and did no longer experience pain. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.